Event description:
The customer reported to olympus, the evis exera iii video system center produced no image after connecting to the monitor. The customer changed the input and replaced the cable, but the issue persisted. The issue was found during preparation for a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. A medical technician for the customer was contacted and informed on how to check the settings of the device. The technician reported that other signaling input pathways would display an image, but not the serial digital interface pathway. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A root cause of the event could not be identified. However, it is likely that the images are no longer displayed due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.